Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 85% stenosed, 16mm x 4.0mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and severely calcified proximal right coronary artery. Following pre-dilatation with a 4.0 x 15 maverick 2 balloon catheter, a 4.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal portion of the stent was deformed. The procedure was completed with another 4.00 x 16 synergy¿ drug-eluting stent followed by post-dilatation with a 4.0 x 8 nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.